Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the pump cartridge compartment was damaged. Moisture was also allegedly visible in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2014 with the following findings: during a visual inspection of the pump, evidence of moisture ingress was found on the underside of the battery cap. No damage was observed to the battery compartment or cap. The bolus button cover was missing, and a leak test confirmed a bolus button leak. The pump case was removed, and evidence of moisture ingress was found throughout the pump interior.